Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 4+. Imaging was challenging due to the rotated heart. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed in a2/p2. After clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted was implanted medial stabilizing the slda clip. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.